Event description:
Reportedly, the subject df1-plug could not be inserted in the connector of an ICD since its diameter was too large. As a result, another df1-plug was used.

Manufacturer narrative:
D4 corrected please refer to the attached analysis report.

Event description:
Reportedly, the subject df1-plug could not be inserted in the connector of an ICD since its diameter was too large. As a result, another df1-plug was used.